Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced hyperglycemia, was tired, nauseas and ¿had circulation¿ (understood as dizziness). The patient was taken to the hospital. The cgm was reading 380 mg/dl and the blood glucose reading was 520 mg/dl. At the hospital the patient was treated with IV fluids and IV insulin. The reading was 380 mg/dl later at hospital (not reported if cgm or bg) and the bg meter showed 240 mg/dl there. The patient reported having some issues with her omnipod 5 pump too which could be related to this issue but was not confirmed. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.